Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the pump acting funny at times with the delivery and may have given too much insulin. No further details given. The insulin pump will be returned for analysis.